Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported on an unknown date, antibiotic treatment was discontinued and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and vomiting. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1g, every 3rd day, ongoing) and ceftazidime injection (1g, once daily, intraperitoneal, ongoing) for peritonitis. Five days after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.